Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly resulting in unexpected shutdowns. Additionally, it was reported that the battery gauge was intermittently observed to be fluctuating. Customer¿s blood glucose was between 85-300 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.